Event description:
It was reported that curing evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed rite (return instrument test/evaluation) functional test due to rite - therapy monitored volume failed performance specifications. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed rite (return instrument test/evaluation) functional test due to rite - therapy monitored volume failed performance specifications. The device passed rite electrical test. The cause for the reported rite issue was determined to be deteriorated piston foam. If additional relevant information becomes available, a follow-up will be submitted.